Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device was reviewed by bioengineering and a report was received stating; it is unlikely that a potential product issue was present. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision was tibial loosening appeared to be apparent on xray and bone scans (as per surgeon). Implants removed. Cement fragments amd old blood found within the joint space. Samples of synovium taken. Impingement apparent on thr posterior of the poly insert post and on the posterior poly insert articulating surface. There are no images or x rays available. Surgeon provided no specific cause for revision by the end if the case.